Event description:
The reporter, a physician, contacted lifescan alleging that the patient's one touch ultra smart meter was reading inaccurately high. The patient used test strips from a vial in their backpack when their current vial of test strips was empty. They didn't know how long the test strips had been in their backpack. They obtained the following results on the reported meter using the test strips from the backpack: 292 mg/dl at 7:00pm, 329 mg/dl at 11:00 pm, 335 mg/dl at 5:30 am, and 250 mg/dl at 9:00am. After each test, they took insulin per their regimen based on the meter readings to cover carbohydrates in their meals. At 9:00 am, the patient's family member called the physician for advice regarding the test results and was advised to wait one hour and retest. At 10:00 am a result of 191 mg/dl was obtained on the meter while the patient was pale and shivering. The family member contacted the physician again and was advised to give the patient carbohydrate to eat and to come to the hospital. The patient ate yogurt and drank apple juice. The family member took the patient to the hospital. A result of 85 mg/dl was obtained by the hospital laboratory compared to a result of 250 mg/dl on the reported meter. The patient based their insulin dosage on the meter results and experienced symptoms of hypoglycemia requiring ingestion of carbohydrate. There is an indication that the product contributed to the patient experiencing injury and medical intervention. As quality control testing could not be completed on the reported meter, there is no indication that the product malfunctioned. The event meets the criteria for a medical device reportable as an adverse event. The test strips were replaced.